Event description:
It was reported that on (B)(6) 2007, the pt suddenly experienced a loud and painful humming noise. On (B)(6) 2007, the pt's speech processor has been exchanged. Nevertheless the humming noise was still there. Testing was not possible. After the testing call was put on the pt's head she experienced again a loud humming noise.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.